Event description:
Mea prodcedure performed without the use of ultrasound to assess the myometrial wall thickness and post-dilation/pre-operative hysteroscopy to confirm uterine cavity integrity. Patient presented at emergency four days following procedure. Laparotomy identified small bowel damage that was resected, and a total hysterectomy was performed. Sectioning of uterine specimen indicates that there was a damaged/thinned section of myometrial wall at the fundus with a burn to the uterine serosa.